Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the lcsc5, used with a luke handpiece, was (flat-lining) often during the case. This occurred about one hour into the case. The surgical tech kept reassembling (it was noted that the lcsc5 kept coming loose). Another instrument was used to complete the case. There was no consequence to the pt.